Event description:
The customer reported to the philips response center (rc) that the device was failing the user initiated operational check (opcheck). There was no patient involvement.

Manufacturer narrative:
(B)(4).